Event description:
A customer contacted baxter's technical svc center regarding a system error 2240 alarm that appeared on the home choice (hc) display during drain 1 of 5. The home pt (hp) somehow "came disconnected" in drain 1 of 5. The technical svc rep (tsr) assisted the hp to clear the alarm. The hp will restart with new supplies. The cassette was not available for eval. There was no pt injury or medical intervention indicated at the time of the initial report. In (B) (6) 2008, in a follow up conversation with the home pt's nurse it was verified that the home pt line became disconnected from the transfer set during the night. The home pt was told to take out the cassette and go to the emergency room for a prophylactic antibiotic. In a follow up visit to the clinic by the home pt in (B) (6) 2008, it was indicated that the home pt was doing fine. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4).